Event description:
The surgery center reported that a laser vision correction patient developed meibomian oil deposits on left eye (os) at seventh day post op exam. The surgery center described the meibomian oil deposits were adjacent to flap temporally affecting the visual acuity on os. The patient¿s comments were that the left eye had blurred vision. The deposits were removed by performing a flap and rinse. Pre-operative refraction/measurement date (B)(6) 2015: pre-op od os. Bcva 20/20 20/20. Sphere -1.00 -.75. Cylinder -.50 -1.00. Axis 10 175.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. .placeholder.